Manufacturer narrative:
The initial report had the missing information related to treatment. The correct information has been provided with this report. (B)(4).

Event description:
The customer's low blood glucose level was treated with carbohydrates.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 50 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged pump over delivery. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, motor error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Pump passed the dat test at 0.0875 inches.